Event description:
It was reported that after the patient had his devices replaced and the impedance readings were the same as before the revision. The physician chose not to make any changes and the patient was doing well. Please refer to mfg. Report nos. 3004209178-2013-14928 and 3004209178-2013-14929. Please refer to mfg. Report no. 3004209178-2013-15157.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0322214v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0320048v, implanted: (B)(6) 2003, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Additional information received reported the cause of the event was an implantable neurostimulator change. The patient had not been seen in his doctor¿s office. There was no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).